Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found lens optic and haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was removed due to lens tear. No patient injury. Further information has been requested, but no additional information was available.